Manufacturer narrative:
Sample has been requested but has not been received yet. Investigation is not complete at the time of this report. A follow up report will be sent when investigation is completed.

Event description:
The event is reported as: device melted at patient's end of circuit. No reported patient injury.